Event description:
It was reported that cgm displayed malfunction message identified by caller as error 42 while using connected sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset pump did not display cgm error again, with no additional actions documented.